Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a mako tka procedure. Dr (B)(6) had made all the cuts on the femur and moved onto the tibia. While half way through the tibia the saw attachment quit working. Went to switch saw attachments and during this process a small round metal piece fell out of the mics and onto the floor. After further examination it was determined this piece is what spins and drive the saw attachments. Case type: tka surgical delay =15 minutes.

Manufacturer narrative:
Reported event: it was reported that during a mako tka procedure. Dr (B)(6) had made all the cuts on the femur and moved onto the tibia. While half way through the tibia the saw attachment quit working. Went to switch saw attachments and during this process a small round metal piece fell out of the mics and onto the floor. After further examination it was determined this piece is what spins and drive the saw attachments product evaluation and results: product inspection could not be performed as the product was lost and not available for evaluation. Product history review: review of device history records indicate (B)(4) devices were manufactured under lot k0b18 and all (B)(4) devices were inspected and accepted into final stock on 04/06/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints related to p/n 209063, prodex lot k0b18 shows 2 additional complaint related to the failure in this investigation. The related complaints are (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an (B)(4) and CAPA 1450904 associated with the product and failure mode reported in this event. Device not returned.

Event description:
During a mako tka procedure. Dr (B)(6) had made all the cuts on the femur and moved onto the tibia. While half way through the tibia the saw attachment quit working. Went to switch saw attachments and during this process a small round metal piece fell out of the mics and onto the floor. After further examination it was determined this piece is what spins and drive the saw attachments. Case type: tka surgical delay = 15 minutes.